Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer¿s blood glucose (bg) level was displayed as "high;" however, a specific value was not provided. Bg level was corrected with a manual injection of insulin. Reportedly, the customer continued to use the pump for insulin therapy.